Event description:
An alarm 2 was reported by the caller due to an occlusion issue. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on steps to potentially resolve the issue, including disconnecting tubing and delivering boluses, but the alarm recurred. The caller observed a ball of insulin, but no visible cracks or damage were found on the cartridge. Follow-up attempts by technical support included a voicemail and an email, after which the case was closed.